Event description:
Boston scientific received information that this implantable defibrillator detected a high pacing impedance measurement on the associated competitor right ventricular lead. This device is currently set to a mode with therapy disabled. No adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this event will be updated and resubmitted.